Event description:
A patient underwent a port placement procedure using the MRI powerport isp. Post procedure, on (B)(6) 2025, a physician flushed the patient¿s port, during which the patient reported pain, the injection flowed smoothly but minimal blood return was observed. Later also, attempted to flush the port again for chemotherapy administration but noted poor flow and no blood return. The procedure was immediately halted. A chest x-ray subsequently revealed that the port had fractured. Additionally, swelling under the skin with infusion was noted and after taking it out, 2 leaks were found in the pipe. The needle was removed, and the port was surgically removed on (B)(6) 2025.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, physician flushed the patient¿s port, during which the patient reported pain; although the injection flowed smoothly, only minimal blood return was observed. Later, at 9:00 am during the day when attempted to flush the port again for chemotherapy administration but noted poor flow and no blood return. The procedure was immediately halted, and the physician was notified. A chest x-ray subsequently revealed that the port had fractured. Additionally, swelling under the skin with infusion was noted and after taking it out, 2 leaks were found in the pipe. The needle was removed, and the port was surgically removed. Current status of the patient is unknown.

Manufacturer narrative:
H11: the initial MDR was inadvertently submitted with a g3 date of 07/11/2025. The correct g3 date is 07/18/2025. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One video was provided for review. The video shows a clinician holding the port attached to the catheter tube. The clinician is injecting some fluid from the port septum, and two leaks can be noted on the catheter tube. Therefore, the investigation is confirmed for the reported fluid leak, suction issue, restricted flow rate and fracture issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.